Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one unknown plate. Part and lot numbers were not provided by reporter. Implant and explant dates were not provided by reporter. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in the (B)(6) as follows: it was reported that a patient underwent a revision surgery due to a broken unknown plate. Additional information is not available. This report is for one unknown plate. This report is 1 of 1 for (B)(4).